Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. A device from controlled/non-released inventory was pressure tested and the leak was confirmed at varying pressures and times. The root cause of this issue has been identified as a decreased dimensional taper utilized by terumo's supplier's mfg process, causing an inconsistent seal between the female and male luer adapters. As short-term and immediate corrective action measures, terumo has conducted a hazard/risk analysis assessment to address the identified mode of failure. Terumo's supplier has modified the core pin to reduce the inner diameter of the luer taper. Additionally, both terumo's supplier and terumo cardiovascular systems have implemented more stringent inspections of the female luer adapters to ensure continued effectiveness of the applied corrective action. Terumo (B)(4), is modifying the incoming raw material inspection process to address how the defect was not detected. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the luer connection leaked and air was drawn in the connection. The product was changed out to prevent injury, there was no blood loss, and surgery was completed successfully. The event did cause a 3 minute delay in surgical procedure. There was no pt harm.